Event description:
It was reported by patient the cannula retracted, indicating a needle mechanism failure. No impact to the patient's blood glucose level was reported. The pod was worn less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.